Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the devices were inspected prior to use and no pre-implant balloon aortic valvuloplasty (bav) was performed. The valve (j167364) was implanted at a depth of 3mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc). The patient was paced at 140bpm during release. At the time of release, the valve dislodged to a depth of -2mm on the ncc and 0mm on the lcc. The medtronic representative instructed the team to carefully center the wire and nose cone before retracting the delivery catheter system (dcs). At the time the dcs was pulled back, the valve dislodged all the way out. The valve was snared, and the team decided to attempt the implant of a second valve. The second valve (j166106) was loaded and checked, then placed on a safari guidewire which had a kink in the body. The kink in the guidewire caused the second valve and dcs to be unable to advance. The valve and dcs were removed and the wire was cut to remove it. A third valve (j157632) was attempted for implant. Although the first valve had been snared, the third valve and dcs were unable to cross as the nose cone kept catching the dislodged valve and dragging with it. The physician did not feel comfortable proceeding. The third valve and dcs were removed from the patient, and a non-medtronic valve (23mm s3) was implanted. No procedural delay occurred. No additional adv erse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6); product type: 0195-heart valves product ID evolutfx-29 (serial: (B)(6); product type: 0195-heart valves product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.